Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic assisted distal gastrectomy procedure, the display of the device was showing clips remained. There were the clips able to load properly into the jaws at any point during use. It turned to unusable while being used. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. There were no visual abnormalities noted during the pmv examination. The clip counter was no longer active and there were no clips in the shaft. The device was received fully fired, and a functional test could not be performed because the device was engaged in the end of firing safety interlock. In addition; each device is inspected during manufacturing to confirm the presence of a full clip complement. Furthermore; there is no clip counter for this product code. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.